Event description:
Event description guidant received information that during the implantable cardioverter defibrillator (ICD) replacement procedure, shorted lead indicators were observed. The lead system was capped and surgically abandoned. A new lead system and ICD were successfully implanted.